Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report no audio output on (B)(6) 2014. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).